Manufacturer narrative:
(B)(4).

Event description:
The patient was revised due to irrigation and debridement for intercoccus fecalus. Liner, head, poly and eliminator were exchanged after irrigation and debridement. Doi: (B)(6) 2021 - dor: (B)(6) 2021 (right hip).